Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient underwent an unspecified spinal fusion procedure using posterior fixation. Approximately 2-3 months post-op, the patient underwent a revision surgery due to pedicle screws compressing nerve roots. The patient was having pathological symptoms. The screws were removed and replaced with shorter ones. There were not additional reported complications.